Manufacturer narrative:
(B)(4). The rt205 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is (B)(4). Method: the returned breathing circuit was visually inspected. Results: a 2mm gap was found between the tube and the connector on one side of the dryline, confirming the reported fault. A lot check revealed no other complaints of this nature for lot number 100908. Conclusion: a 2mm gap was at the dryline connector due to an assembly error during the production process. The dryline has a male-to-female adaptor which must be securely fit together. There is a standard operating procedures (sop) in place to assist staff in production to correctly assemble the dryline connector. Our monitoring and trending has revealed no other complaints related to incorrectly assembled drylines.

Manufacturer narrative:
The rt205 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint breathing circuit is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that there was a gap between the connector and dry line of an rt205 adult inspiratory-heated breathing circuit. The gap was identified by the hospital prior to patient use.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that there was a gap between the connector and dry line of an rt205 adult inspiratory-heated breathing circuit. The gap was identified by the hospital prior to patient use.